Manufacturer narrative:
Batch review performed on 16 february 2022: lot 2101693: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2022, the patient came in reporting instability and the cause of the instability was unknown. The surgeon revised the insert and patella and the surgery was completed successfully. On (B)(6) 2022, one month after the precedent surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.